Event description:
A customer contacted beckman coulter inc (bec) to report electrolyte injection cup (eic) overflowed. The customer was in the process of changing reagents and found the eic cup at the ion selective electrode (ise) was over flowing. No injury or exposure was reported.

Manufacturer narrative:
The customer primed the ise module, rebooted the instrument and flushed the port but this did not resolve the issue. On (B)(4) 2011, field service engineer (fse) removed the blockage from eic cup to allow proper drainage. Fse found that the cap piercer was also blocked with pieces of tube cap stoppers, and cleared cap piercer drain of blockage. (B)(4).